Event description:
This lead was implanted on (B)(6) 2000 and was capped on (B)(6) 2011. A call to technical services on 12/27/2011 states that patient came to ER with intermittent loss of capture. Impedance now 100. Sounds like insulation breach. There is confirmed loss of capture in rv. Rep found out about it this morning. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).